Manufacturer narrative:
A philips field service engineer evaluated the device on site and determined that this was a malfunction of the device. The defective paddles were replaced with a paddle replacement. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the defective paddles. The reported problem was confirmed.

Event description:
It was reported the therapy test failed. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.